Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on approximately (B)(6) 2025, the patient was at the oncology ward, due to being diagnosed with cancer. The patient experienced vomiting and the next thing the patient remembered is that they regained consciousness in the ICU unit. When a fingerstick was taken the cgm was reading 70 mg/dl and the blood glucose reading was over 1000 mg/dl. Ketones were tested but no specific value was reported. The patient received treatment per injection, but no further information was reported regarding this. There was no documentation of further medical evaluation or intervention. At the time of the report, which was 10 days after the event date, the patient was stable and would be discharged that day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.